Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l3 compression fracture. It was reported that the operating room temperature was 20 degrees. 50 seconds of mixing, and after about a third of the cement was poured from the mixer into the bfd, the nurse commented that the cement was very hard. Attempts were made to insert the cement, but after the 6th cement, the nurse said it was too hard, and when she checked the cement with her fingertips, she confirmed that the surface was already dry and without luster even though only 3 or 4 minutes had passed since it was mixed. It was decided that the cement was too hard to insert, so it was discarded and replaced with new cement, and the operation was completed without any problems. Procedure involved was bkp. The product didn't come in contact with the patient. The reported event is considered as out of box failure. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
G2: country of event - japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.